Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she ran out of insulin and changed the reservoir. Customer was trying to use the bolus wizard but was unable to get it to deliver a bolus. Customer was able to complete her bolus during the call. Customer stated that her blood glucose was over 450 mg/dl but she had not treated yet because she wanted to get the pump set up and use it to treat her blood glucose.